Event description:
(B)(4). From the start I have had problems excessive bleeding and cramping during menses with abdominal pain for as long as two weeks after and some times longer. In addition within weeks I started to losing weight and started to having excessive perspiration and was getting lightheadedness, fatigue ,headaches ,weakness and diarrhea, uterine fibroids formed, internal and external cysts, muscle cramps, joint pain, back pain, heat flashes and night sweats and pain during sex, vitamin d and d12 deficiencies, blood irregularities, traveling pains in my legs for days that feels like something moving slowly down the legs and ends at my heel, easy bruising . I have developed and currently suffer from a curve in my spine with arthritis, ribs that dislocate, arthritis in fingers and toes, carpal tunnel in both wrists, tendinitis in both elbows, hair loss, swollen saliva glands, numbness in toes and fingers, , anxiety that has increased in severity over time and bouts of depression, issues with urinary incontinence and increase urgency and excessive discharge. Paradental disease, rls. Trembling in hand that some times extends to the whole body, vision problems; floaters, increased eye pressure and early on I had blurred/double vision. All of which I contribute to the implant. I was in great physical and mental heath before I had my implants and did not have these issues before.

Event description:
Update FDA report number is mw5068453 filed march 2017. Hgs test performed at (B)(6) medical center, (B)(6). In (B)(6) 2017 found distal migration of right coil in comparison to the prior hsg performed on (B)(6) 2007 as well as both essure coils at grade 3 noted to be within the fallopian tubes with no trailing coils into the uterus. Laparoscopically assisted vaginal total hysterectomy bilateral salpingo-oophorectomy surgery was performed at (B)(6) center (B)(6) on (B)(6) 2017. Ovaries were severely inundated with cysts and the fibroid on the back wall of the uterus measured 4 cm severely deforming the uterus to the point it would lay flat, hence the tilted uterus found in previous examinations prior to surgery.

Event description:
(B)(4). I think I put the wrong date of the start of symptoms. My symptoms started in (B)(6) 2007. Not march. Sorry.